Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted from 45% to 5% battery life while the pump was connected to a power source. After the battery depleted, the pump would not charge normally. There was no impact to the customer's blood glucose levels. It was indicated that the current pump would continue to be used for diabetes management.